Event description:
Post market surveillance study. It was reported that during a coronary artery drug eluting stenting procedure a dissection occurred. The target lesion was 75% stenosed mid lad (left anterior descending) measuring 3.50x22mm. The lesion was predilated, a .5x24mm taxus express2 drug eluting stent was placed, and post dilation was performed. Following post dilatation, kissing balloon dilation was performed on the mid lad using the delivery balloon and another unk balloon resulting in dissection at the distal end of the 3.5x24mm taxus express2 drug eluting stent. For bail out, a 3.0x12mm taxus express2 drug eluting stent was placed. Ivus (intravascular ultrasound) revealed the stents were well apposed. The investigator reported the dissection was not related to the taxus stent. Four days post procedure, the pt reported chest pain. Emergency angiography was performed showing 99% stenosis of ostial 2nd diagonal measuring 2.50x15mm. The 2nd diagonal was treated with a 2.5x16mm taxus express2 drug eluting stent. The investigator reported that kissing balloon dilation performed at initial procedure resulted in dissection of the 2nd diagonal and occlusion. At this time, no abnormal cpk reading was found and the pt did not have a myocardial infarction. The pt underwent cardiac rehabilitation and was discharged 16 days following the event on asa and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.